Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that patient underwent revision procedures on (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011, all for unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Lawsuit further alleges the presence of grayish fluid and metallosis stained tissue was noted during the revision procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2012-01615 & 2014-04467 & 2015-011189 - 001191).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that patient underwent revision procedures on (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011, all for unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Lawsuit further alleges the presence of grayish fluid and metallosis stained tissue was noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2010 due to pain. Operative report further noted the presence of cloudy appearing fluid, metal stained synovium, taper adapter cold-welded onto the stem, and a vertical acetabular cup. The stem and acetabular cup were well fixed and remained implanted. The modular head was removed and replaced. Operative report noted patient underwent a second left hip revision on (B)(6) 2011 due to pain, limited motion, and reaction to metal ions. Operative report further noted the presence of grayish fluid, acetabular bone loss, taper cold-welded onto the stem, and metal stained tissue. The modular head was removed and replaced with a competitor custom head and a competitor liner was cemented into the biomet cup. Operative report noted patient underwent a third left hip revision on (B)(6) 2011 due to pain and dislocation. Operative report further noted the presence of fluid and taper adapter cold-welded onto the stem. The acetabular cup was well fixed. The stem, taper adapter, competitor liner and head were removed and replaced with competitor components. Operative report noted patient underwent a fourth left hip revision on (B)(6) 2014 due to pain and instability. Operative report further noted the presence of fluid, scar tissue, fibrous tissue, cavitary defect, anterior osteophytes, thickened capsule, anterior cyst, trochanteric bursa with metallosis, and loose competitor liner. The biomet acetabular cup and competitor liner and head were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01615 & 2014-04467).